Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
D9 was corrected in follow-up #1. Follow-up report #1 incorrectly indicated b9 as corrected field. D9 was corrected in follow-up #1. Follow-up report #1 incorrectly indicated b9 as corrected field.